Manufacturer narrative:
Event date is estimated. Event was reported to have occurred in (B)(6) 2020. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient had their driveline wrapped in rescue tape to support the weakened spots in his driveline. These weaknesses started right where the metal meets the bend relief at the drive line connection to the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic external driveline damage could not be conclusively determined through this investigation as no images were provided by the account and no product was returned for evaluation. The relevant sections of the device history records found no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 05oct2016 via customer order (B)(4). The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing this event.